Manufacturer narrative:
The local area sales representative was contacted for additional information, however, no further information was available. The available information suggests this lead remains in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received indicating the patient elected to have their system removed. Prior to the explant procedure, noise was observed and pacing impedance measurements remained out of range. The lead was explanted without complication. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable defibrillation lead due to high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis found the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.